Event description:
A report was received that the patient¿s lead had high impedances and that patient was not getting adequate stimulation. The patient will undergo a lead replacement due to a suspected malfunction.

Event description:
A report was received that the patient¿s lead had high impedances and that patient was not getting adequate stimulation. The patient will undergo a lead replacement due to a suspected malfunction.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement per physician¿s preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.